Manufacturer narrative:
The application specialist found that the tetra lsa protocol was corrupted and fitc signals were lower than expected. This caused the instrument to generate cd3, cd4, and cd19 erroneous results. The application specialist fixed the protocol. The application specialist also manually increased the voltages to obtain higher fitc signals. This appeared to have resolved the problem. Patient information - patient information was not provided. Bec internal identifier - (B)(4).

Event description:
The customer reported that the tetra cxp algorithm does not work as expected on their fc 500 flow cytometer. The lymphocyte gate in cd45/ssc plot cannot be set. When the application specialist was at the customer site on 26-july-2021, it was identified that there were erroneous results generated as a results of this event. Erroneous results were generated but not reported outside of the lab. There was no death, injury or change to patient treatment. The samples were sent to another laboratory for processing.